Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000148076.

Event description:
Related manufacturer reference number: 3006705815-2024-02544. It was reported that the patient experienced heating sensations at the ipg site and also had inadequate therapy. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead attributed to this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.